Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an extended low blood glucose overnight in the 40¿50 mg/dl range that was refractory to multiple administrations of approximately 15 g of oral glucose after running high earlier in the day. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of oral glucose. Investigation included communication attempts and analysis of information provided by the user or third party. Investigation of this case revealed no findings and insufficient information related to a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.